Manufacturer narrative:
The battery was replaced by the hospital biomed to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported the unit ran on battery power for less time than expected causing the unit to shutdown. There was no report of patient injury.